Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. It was recorded that, "allegedly the doctor was performing a post polypectomy margin treatment (either fulgarize or evulsion) and noticed a "surge" when applying cautery. Allegedly this "surge" punctured the mucosa, and it was later reported that this had perforated the bowel wall. Nurse was uncertain of the setting used but believes it was endocut.

Manufacturer narrative:
The esu and accessories were returned and thoroughly inspected/tested. The esu was found to be functioning as intended. The eval included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. The power cord and footswitch (lot number zw-zv) were also found to be functioning as intended. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely there were many factors involved with the reported incident. However it appears that upon treating the area, the remaining wall was not sufficient to stay intact. However, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work with involved medical personnel was offered. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.